Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in device non-use since 2 years.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The report is filed october 30th, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed august 27, 2015.